Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was completely unresponsive. The battery compartment was cracked below the bumper pad. No moisture was found in the battery compartment. Moisture corrosion was observed behind the display lens. A leak test was performed and a display lens leak was found on the right side of the display. The pump case was removed and moisture corrosion was found throughout the inside of pump. The returned battery cap coin slot was observed to be damaged. The battery cap contact width was found to be outside of the required specifications.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.